Event description:
The hospital reported that while unpacking for an endoscopic vein harvesting procedure, the cone tip on the vasoview device was broken. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: from the investigation, the device was received with the nose of the cone tip detached from the conical tip. The complaint is confirmed.